Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that approximately three months post catheter placement, the device allegedly broke at home. It was further reported that the patient underwent a rewire of line under general anesthesia in the hospital. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one s/l catheter in two segments was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete compound break was noted approximately 15.3 cm from the distal end of the luer. The second catheter segment was returned and measured approximately 15.6 cm. However, striations were noted at both edges of the circumferential break and both surface breaks appeared smooth. Although the sample was returned for evaluation, two electronic photos were provided for review. The investigation is confirmed for the reported catheter fracture issue, as the proximal end of the catheter was evaluated and it was noted that the luer hub was broken off. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately three months post catheter placement, the device allegedly broke at home. It was further reported that the patient underwent a rewire of line under general anesthesia in the hospital. There was no reported patient injury.